Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the stromal layer of the cornea was not cut completely on a patient's left eye during laser assisted flap creation. Incomplete areas were noted at 7- 8 and 2-4 o'clock positions. Dissection finalization was done with a crescent knife. Laser software had just been upgraded and this was the first patient the surgeon had used the laser on to create a flap. The doctor did not want to continue to use the laser on the rest of the cases scheduled that day. This is one of two related reports being filed for this patient. This report addresses the patient's left eye (os). The alcon (B)(4).

Manufacturer narrative:
There are multiple factors that could contribute to the incomplete treatments. The technical support team and clinical applications specialists are continuing to work with the customer and the field representatives to identify and/or eliminate possible contributing factors to these issues. A review of the manufacturing records did not reveal any related nonconformity during manufacturing for this system. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively (B)(4).